Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, unomedical, and mmt-399a. Troubleshooting was performed. The alarm occurred during priming. The customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. The customer re-attempted the load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned. Unomedical was requested, and the customer response was the device will be returned. Mmt-399a was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: the event involved product(s) mmt-1884, mmt-332a, mmt-399a. No product return is required for mmt-332a. The mmt-399a device will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 18 no delivery alarms on the event date of 04/22/2025 at 08:36:23.000 to 11:17:02.000 during bolus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, overlay, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. No delivery/occlusion alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.